Event description:
The technician alleged the bed has a high ground resistance. No patient impact.

Manufacturer narrative:
The technician found a loose power cord ground plug. The technician replaced the power cord to resolve the issue.